Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that during an unknown pt procedure, the images went dark and staff heard a popping sound. The pt was transferred to another room and a c-arm was used to complete the procedure. No pt details are available other than there was no pt injury. Now, the system will not x-ray when the footswitch is pressed, and there is a generator error.